Manufacturer narrative:
(B)(6). Investigation summary: 1 used cannula hub (1 cannula hub attached with white cap) and 1 representative sample were returned for investigation. A device history review was performed for this batch and no abnormality was observed. Additionally no qn was raised for the past 12 months on the reported defect. Investigation conclusion: the used sample was subjected to visual inspection, valve moved was observed. Root cause description: the leakage was due to injection valve move within the cannula hub. CAPA#(B)(4) has been initiated to address this issue.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. The following information was provided by the initial reporter: "patient for thoracic surgery had a large bore (14g) peripheral venous cannula (bd venflon pro safety) as routine. After injecting a drug into this cannula through the top injection port, the injection port bled back heavily suggesting a failure of the one-way valve. The valve initially functioned after insertion and then failed after injection of a subsequent drug (further top-up a dose of muscle relaxant)."